Manufacturer narrative:
Event date is estimated. The event of lead migration was reported to abbott. The l3 drg lead had moved. The patient had been involved in a motor vehicle accident. The patient underwent a revision where the l3 lead was replaced. There were no complications and effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient's leads had migrated due to trauma caused by an accident. Surgical intervention was undertaken on (B)(6) 2023 during which the existing lead was explanted and replaced. Therapy was restored post operatively.